Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon eval, the cable connecting the distribution node (dn) and ECG electrodes a, b and the front therapy electrode (te) was pulled from the dn strain relief damaging the orange (lead +2) wire. The cause of the non-functional ECG electrodes is the damaged orange wire. The root cause of the damaged orange wire cannot be positively identified but is likely excessive force placed on the front cable. No adverse event resulted from the damaged wire.